Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging inaccurate control high readings on their ultralink meter. The pt obtained a result of 150 with a range of 105-140. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The control solution was stored properly and in good condition. The technique of applying blood on the control solution was correct. The pt was unable/unwilling to run a quality control solution with the customer care advocate (cca). Cca sent the pt a replacement meter. The complaint is being reported due to the inaccurate control result.